Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, gravida I and parity 1. Concurrent conditions included dysmenorrhea, uterine fibroid and female pelvic peritoneal adhesions. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (robotic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and abdominal pain had not resolved and the abdominal discomfort, heavy menstrual bleeding, fatigue and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, back pain, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. Trailing coils:left- 3, right- 5. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, gravida I and parity concurrent conditions included dysmenorrhea, uterine fibroid and female pelvic peritoneal adhesions. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery (robotic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain and abdominal pain had not resolved and the abdominal discomfort, heavy menstrual bleeding, fatigue and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, back pain, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. Trailing coils:left- 3, right- 5 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. Case became serious incident because of removal was done. Reporters added, case became medically confirmed. Concomitant drugs and medical history were added. Removal details added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report